Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: two photos of device packaging were provided. The lot numbers seen in those photos were related to complaints. No photos of the actual device were received for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to a dilation procedure, the user prepared a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device leaked prior to use. This occurred prior to patient contact; there was no impact to the patient.